Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t boot up and it was stuck at 00:00. Review of the system log file showed that the error in internal software. Upon troubleshooting fse found that the system was showing blue screen error and by turning it off it was working normally. To resolve this issue, fse replaced hard disk for precaution. The system was returned to use in good working order. The codes were updated based on the investigation outcome.